Event description:
The nurse reported to the sales rep that the nail adapter t2 recon, item 1806-3001 has been damaged. There is significant damage in the carbone material directly on the hole for the nail holding screw.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.